Event description:
It was reported that the patient presented during generator exchange procedure. During procedure, it was noted that the left ventricular lead exhibited failure to capture and high pacing impedance. Lead fracture was suspected but not confirmed. The reported lead remained implanted. Programming changes were performed. The patient was in stable condition.